Manufacturer narrative:
The customer's meter was requested for an investigation. The investigation is ongoing.

Event description:
There was an allegation of blackened charging contacts on the base unit of the accu-chek inform ii meter docking station. It was reported that there were no signs of melted plastic on the base or any damage with the meters docked in the base.

Manufacturer narrative:
The base unit was returned for investigation. Visual examination of the base unit determined there were no signs of melting or burning. Corrosion was observed on the charging pins. Mishandling by the customer is the cause of the corrosion on the charging pins.